Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck was 13 mm in length and it was calcified. The aortic bifurcation had a small flow lumen and the iliac arteries and access arteries were calcified. It was reported that after the bifurcated stent graft was implanted, there was a proximal type 1 endoleak on the right side. The decision was made to place an aneurx cuff proximally; however, after the cuff was deployed and during the delivery system removal, the tapered tip got caught on the proximal bare spring of the bifurcated stent graft and both the bifur and the cuff were pulled down approx 10 mm (see MFR # 2953200-2010-02580). The physician was able to remove the delivery system without further issue. The cuff had 3 mm of apposition in the neck, and there was still a proximal type 1 endoleak. Because the pt had a lot of contrast during the procedure, the decision was made to not further intervene at the moment and to bring the pt back at a later date to place a cuff; however, it is unk if the pt returned for this intervention. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: (endoleak). Eval results & conclusion: (calcified aortic neck and small flow lumen).